Event description:
It was reported that during a percutaneous transluminal coronary angioplasty procedure a 2.0x12mm maverick2 monorail percutaneous transluminal coronary angioplasty catheter was ruptured. The lesion being treated was located in the left anterior descending artery. The physician inflated the balloon up to 24 atmospheres which is above the rated burst pressure and the balloon burst at that point. There were no pt complications or injuries reported. The pt status is listed as stable. The procedure was completed with another one of the same device.

Manufacturer narrative:
The device was disposed of by the hospital; therefore no direct product analysis could be performed. A review of the shop floor paperwork cannot be completed as the batch number is unk. As per the directions for use, rated burst rupture is 12.0 atm. Therefore, the balloon was inflated significantly above the recommended rated burst pressure. The root cause of the complaint can be attributed to user.